Manufacturer narrative:
Initial and final (B)(4) device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with the five infusion sets event on (B)(6) 2026. Patient stated that while cocking the spring, the infusion set was not inserting properly. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.